Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient experienced multiple inefficient high voltage shocks for a ventricular tachycardia (vt) episode resulting in dyspnea. The vt episode was terminated with high voltage therapy. The event was resolved by reprogramming the device. The patient experienced no consequences.